Event description:
The physician received a call from the patient who reported extreme swelling within three hours of treatment with juvederm ultra. This patient has a recent history of idiopathic allergies. Per the patient, it was a severe allergic reaction, oral steroids were taken which relieved the symptoms. The patient's epinephrine auto-injector was not used. The physician has not seen the patient since initial treatment, but did confirm the prescription of oral steroids.

Manufacturer narrative:
Medwatch sent to FDA on 14/mar/07. Please note corneal industrie is awaiting assignment of FDA registration number.